Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient stated that she developed sudden symptoms of staph infection when the pump was implanted and it was removed 3 days later. The patient also saw a specialist and was given antibiotics. Patient stated that she was in "profanity" for 4 months, she was in the hospital for a month and the infection resolved months later.